Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - due to the surgeon having found the humeral was loose and removing all the implants and replacing them with new implants.